Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the suture less connector (sc) had a non-significant indent in the seal which did not affect infusion.

Event description:
It was reported the patient experienced fluid accumulation in the pump pocket 75 days after pump replacement. The patient was hospitalized "on or about" (B)(6) 2013, the fluid was drained, and the patient was put in an abdominal binder. The patient experienced a headache and a seroma. The fluid was tested for an infection; the results revealed no signs of infection and the health care provider (hcp) reported improvement. It was reported the patient returned with a second fluid accumulation "in dramatic fashion" despite the presence of an abdominal binder. It was reported the hcp suspected the catheter was leaking, leading to fluid accumulation in the pump pocket site. The patient was scheduled for surgery on (B)(6) 2013, where the pump and pump segment of the catheter were removed. It was reported the surgeon confirmed no visible leaks in the catheter but removed the pump segment of the catheter for analysis. The surgeon ligated the spinal segment of the catheter at the back incision site. The pump was emptied of its content. The device system was used to deliver morphine and bupivacaine. It was later reported the patient had been seen by their hcp on (B)(6) 2013. The patient had called and had asked to be seen as her pain "jumped up dramatically 48 hours ago" and noticed more swelling in the abdomen. The patient also experienced numbness in her face and arm. It was reported the numbness had gotten better. The patient had stopped taking lortab, which she had thought helped. The swelling in the legs went down dramatically during that time, and the hcp noted "so a lot of confusing pieces." Upon examination, it was noted there was a dramatic increase in the seroma at the pump site. The hcp tapped the seroma in a sterile fashion and got 40 cubic centimeters of bloody, very thin fluid which made the hcp highly suspicious that it represented a csf (cerebrospinal fluid) leak. The hcp and patient discussed the strategy at that point, it was noted the hcp wanted to get the patient better pain control and establish whether a csf leak was present or "potentially a disconnection." The hcp then advised the patient to go to the hospital. It was noted the hcp was going to tap and culture the fluid, get an x-ray to assess the catheter, and anticipated the patient was likely going to need surgical intervention. Diagnostic imaging from 01/10/2013 revealed that the catheter appeared to be intact and had not significantly changed in appearance compared to the previous exam. Three views of the thoracic are of the spine were obtained; the findings showed the patient's osteoporosis along with "multiple generally mild compression fractures chiefly in the lower thoracic region of which appear to be new or progressive." Two or three views of the lumbosacral spine were taken, the conclusions were that it was a limited study due to the patient's advanced osteoporosis and there appeared to be a fracture at "l4 age indeterminate." Postoperative changes were also seen throughout the lower lumbar region. It was also reported on (B)(6) 2013, "wound: clean, dry, fluid." It was later reported the diagnostic method type was "inability to aspirate fluid" with results of bloody thin fluid, on (B)(6) 2013. It was later reported the pump caused the seroma and the pump was removed because of the seroma. The patient was discharged from the hospital on (B)(6) 2013 and was to be seen for a wound check on (B)(6) 2013. It was later reported the patient resolved without sequelae as of (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was spliced on (B)(6) 2013. It was later reported that there was an infected pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.